Event description:
It was initially reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket as used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, after successfully removing a number of gallstones during the procedure, the basket of the device would no longer open and appeared to be stuck inside the sheath. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results revealing side car push back and side car torn/split.

Manufacturer narrative:
A visual evaluation found that the distal end of the clear outer sheath and sidecar were pushed back from the distal end of the coil for a length of 2.1 centimeters. The sidecar was found to be deformed and torn along its entire length. The clear outer sheath was found to be accordion at the proximal end of the sidecar and at the distal end of the black heatshrink. A functional evaluation found that the basket could not be extended, due to the clear outer sheath moving with the basket assembly when the handle was actuated. The device was cut apart just proximal to the sidecar so that the basket could be removed from the device. Slight residue was found on the basket wires. The shape of the basket was not found to be deformed. The condition of the returned incident device was consistent with the complaint that the basket of the device would not open. Residue, identified on the basket wires, appears to have caused an interference fit between the basket and coil assemblies. Instead of the basket extending the coil moved with the basket assembly and pulling the coil partially out from underneath the black heatshrink. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)